Event description:
The cordless driver 3 was sent for service and it ran on its own without activation during failure analysis. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the trigger magnet came loose and stuck to the ebox causing the device to run on its own without user activation.